Event description:
The account stated that the cell-dyn 4000 analyzer is generating erratic wbc results. The wbc results were 0, 1000 and 8000. The account did not confirm if the results were flagged or error messages were generated. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: instrument has a clog. Removing the clog and running autoclean resolved it. On (B)(6) 2009, (B)(6), reported having scattered wbc results on the cell-dyn 4000 instrument. Wbc results: 0, 1000, 8000. The customer service representative suspected clog issue and instructed the customer to perform cleaning the clog (washed the diluent cup line with an injection) but the issue was not yet resolved. Additional cleaning was performed, autoclean and bleach which resolved the issue. The customer verified instrument after performing cleaning. The cell-dyn 4000 system operators manual, list number 01h25-01, revision m, under section 10, troubleshooting and diagnostics, pages 10-185 and 10-186, provide information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, service and maintenance procedures, pages 9-29 to 9-31, provide instruction on performing the autoclean procedure (using 0.5% solution of filtered sodium hypochlorite). A review of the abbott metric reports did not indicate any adverse trend for the cell-dyn 4000, list base number 01h01-01 (includes list number 01h03-01), related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn 4000, list number 01h03-01, for the reported issue. This is the final report.